Manufacturer narrative:
Covidien reference number: (B)(4). The returned sample was evaluated for the reported cuff wont deflate issue. The reported event was not confirmed. A review of the device's history confirms there have been no anomalies noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-testing, an endobronchial tube's cuff did not deflate as it was intended. There was no report of patient involvement. There is no death or serious injury associated with this event.